Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73g1800863 was manufactured on 07/30/2018 a total of (B)(4) pieces. Lot was released on 08/10/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. Three loose clips were also returned. One clip applies to each of the following tcs: 1900069147, 1900069866, and 1900069867. The cartridge and the clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no clips remaining in it. The returned clips appear used as there is biological material present on the cartridge and each of the clips. All three clips were broken in two pieces at or near the hinge. One clip was broken near the hinge towards the side of the clip with the pierced bosses. The other two clips were broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break at or near the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip broken" was confirmed based upon the sample received. One cartridge and three loose clips were returned. The cartridge was returned with no clips remaining in it. One clip applies to each of the following tcs: 1900069147, 1900069866, and 1900069867. All three clips were broken in two pieces at or near the hinge. One clip was broken near the hinge towards the side of the clip with the pierced bosses. The other two clips were broken in half at the hinge. It could not be determined exactly how or what caused the returned clips to break at or near the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found the clip broken after loading into the applier prior to the patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found the clip broken after loading into the applier prior to the patient.